Event description:
An optometrist reported a case of dry eye, tlss (transient light sensitivity syndrome), and blurry vision at distance and near, observed a month after lasik surgery. Pt was put on low dose steroid therapy, lubricant drops and cyclosporine solution drops. This is the second of two reports, which will reference this pt's left eye.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).